Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging his one touch ultra 2 meter read inaccurately high compared to another device. This complaint is being classified based on the customer care advocate (cca) documentation, since the patient could not be reached by phone to obtain additional information. The patient reported that the alleged inaccuracy began the morning of (B)(6) 2014. At an unspecified time before the alleged inaccuracy occurred, the patient stated he developed symptoms of ¿no control of arms and legs, and talking crazy¿. At an unspecified date/time, the patient obtained a blood glucose reading of ¿60 mg/dl¿ with the subject meter. On the morning of 05/10/2014, emergency medical services (ems) was called. They tested the patient¿s blood glucose and obtained a reading of ¿30 mg/dl¿ with another device (ems meter) and treated the patient with ¿a sugar shot¿. The patient manages his diabetes with oral medication (glipizide) and insulin (lantus, unknown dosage) and stated he continued with his usual dose of medication (glipizide, 1 pill). During troubleshooting, the cca was unable to confirm if the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. Although it is unknown how the product may have been a factor in the patient¿s injury this complaint is being reported because the user allegedly suffered symptoms indicative of a serious injury while using the product.